Event description:
A medtronic representative reported a screwdriver that has a worn tip. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect part discarded by the site. Part will not be returned to manufacturer for analysis.